Event description:
An injury occurred while the lab manager was assisting the abbott field service representative (fsr) move the axsym analyzer into the laboratory. The fsr stated that the lab manager's hand got caught between the analyzer and a countertop. This caused a cut to the hand which required three stitches and a tetanus shot. Pain medication was not required. An abbott customer technical advocate followed up with the lab manager and he is doing well.

Manufacturer narrative:
Axsym serial number passed all manufacturing requirements and was released for distribution on 02/21/2007. Complaint trending reports were reviewed and no deficiency was found concerning the axsym analyzer that would suggest that the use of this product would cause some type of adverse health consequence or that the product is performing contrary to intended use or label claims. Operator error/accidental exposure is the most probable cause for the injury. This is the final report.